Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2016 with the following findings. Investigation revealed a crack in the battery compartment. Unrelated to these issues, evaluation revealed that the audio bolus button cover was detached and missing from the pump. Also unrelated to these issues, a crack in the pump case between the case seal and keypad cover was observed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.